Event description:
No blood glucose levels reported. The customer reported that the numbers and the scroll bar in the display bar of the insulin pump keeps moving up or down despite the fact that the customer is not inputting anything. The customer was requested to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.